Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial procedure of this right ventricular lead difficulty was encountered when placing the lead into the heart. The lead was rotated many times to establish a proper position. The lead was finally placed and good measurements were obtained. Days later during a follow up pacing failure was observed when the patient was taking deep breaths in the sitting position, while the lead measurements had not changed. The heart rate was adjusted and when the patient took a deep breath no pacing failure was noted. It was noted that pacing failure also occurred in the a lying down position. A reposition of the lead took place. The lead was disconnected from the device however no anomalies were noted. It was noted that when the physician attempted to full the lead from the myocardium slight difficulty was encountered. The lead was finally removed and positioned in a different location then the initial implant. After the pocket was closed all measurements appeared normal. The cause of the pacing failure was not determined. No adverse patient effects were reported.